Event description:
Terumo received the following information: it was reported that the doctor deployed the angio-seal under ultrasound and noticed that the device was in a vertical position rather than being horizontal as it is supposed to be this was noted during withdrawal of the device, as the device was not able to go nicely to the artery wall. Hemostasis was achieved by manual compression. During the follow-up computed tomography scan for the hematoma, they identified material in the soft tissues, which was suggestive of the device and the collagen however it was not confirmed, and it remains in the body. The patient remained in stable condition. A 6fr procedural sheath was used.

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.